Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage. The customer blood glucose level was 124 mg/dl. The customer was not assisted with troubleshooting. The customer stated that the retainer ring had damaged. The customer also stated that the insulin pump not bumped or dropped or no car accident. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked keypad overlay at select button, and scratched display window. (B)(4).